Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag came off the clamp (disconnected) and fell. The event occurred during dwell one on the home choice (hc) while the home patient (hp) was connected. The technical service representative (tsr) assisted to end therapy and advised to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.